Event description:
Healthcare professional reported left side "exchange from textured to smooth devices" as well as "plug strap separated." Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation:visual analysis of the returned device identified: fluids, delamination, brown particles on the surface of the shell, white calcification 5%. Leak test was performed, and no leakage was found. A microscopic analysis was performed which identify delamination of the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: delamination of the plug strap assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern about textured product.